Event description:
It was reported that tip detachment occurred. During an attempt to advance a 190cm straight tip, hornet 14 guidewire through a chronic total occlusion in the coronary artery, the distal tip of the wire fractured and remained within the vessel. The fragment was subsequently embedded by the deployed stent. The procedure was completed successfully. There were no patient complications.

Manufacturer narrative:
H6 impact codes: corrected good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that tip detachment occurred. During an attempt to advance a 190cm straight tip, hornet 14 guidewire through a chronic total occlusion in the coronary artery, the distal tip of the wire fractured and remained within the vessel. The fragment was subsequently embedded by the deployed stent. The procedure was completed successfully. There were no patient complications.